Event description:
Complainant alleged that the clinicians were attempting to monitor a pt (age and gender unk), but the device was unable to obtain hte pt's ECG in either leads 1,2 or 3. The clnicians were able to obtain another device to monitor the pt. There was no adverse effect on the pt as a result of the reported malfunction.